Manufacturer narrative:
Concomitant product(s): product ID: 3487a, lot# l48445, implanted: (B)(6) 1998, explanted: (B)(6) 2015, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension. Product ID: 3487a-33, lot# j0406276v, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The consumer reported that the stimulator system was removed. The patient had an infection and was admitted to the hospital. There were no diagnostics or troubleshooting performed. There were no interventions or actions taken to resolve the issue. It was unknown if the issue was resolved at the time of this report. If additional information is received, a supplemental report will be submitted.